Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. The patient reports they had administered a bolus prior to going to bed but had awoken at 4:00 am with blood glucose levels over 500 mg/dl. Once at the hospital emergency room the patient was treated with manual injections of insulin and intravenous fluids. The patients pod was not removed. The patient was at the emergency room for 5-6 hours. The patient had returned home from the emergency room and their blood glucose level had rose to over 400 mg/dl. The patient went back to the hospital emergency room. Once at the hospital the patients pod was removed and it was discovered that the cannula was bent. The patient was placed in the intensive care unit. The patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital the following morning.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.